Event description:
It was reported that during implant the system configuration was generating diaphragmatic pacing. The left ventricular lead and bi-ventricular pacemaker were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): no anomalies were found. The full lead was analyzed. It was also noted that blood/body fluid was on the outer tubing overlay and in/on the lobe mechanism. Evaluation summary (B)(4). No anomalies found (B)(4). No anomalies found (B)(4) full lead.